Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a loss of connection occured. It was indicated that an unsupported operation system was in use. Data was evaluated and allegation was confirmed. The root cause would not be determined. No injury or medical intervention was reported.